Manufacturer narrative:
Qn#(B)(4). Evaluation: the report that a cracked needle hub was found during insertion could not be confirmed since the sample was not returned for review. A device history record review was performed and did not reveal any manufacturing related issues. The probable cause of this issue could not be determined based on the information provided and without a sample. Further investigation of cracked introducer needle hubs is being conducted.

Manufacturer narrative:
(B)(4). No sample wil be returned for evaluation.

Event description:
It was reported that during the catheter insertion we noticed blood at the end of the needle, at the tip level of the connection to the syringe. During aspiration, presence of air in the syringe. After removal of equipment, we noticed a crack along the tip. No clinical consequences, but high risk of air embolism.